Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.7-11.9 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 6.0-6.3 cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was fractured at 6.2 cm from the connector pin. This is consistent with the observation from the field of oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that inappropriate therapy due to oversensing was observed. The complete system was explanted and replaced. Patient condition is good.